Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured using retention strips and controls. Testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Address continued: (B)(6). Occupation is lay user/patient. This event occurred in (B)(6). The patient's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with the patient's coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method and 3 demo coaguchek xs meters. On (B)(6) 2020 the result from the patient's meter was 4.4 inr. The result from coaguchek demo #1 meter (serial number (B)(4)) was 4.0 inr. The result from the laboratory within 1 hour was 2.79 inr. On (B)(6) 2020 the result from the patient's meter was 6.8 inr. The patient tested using a different finger on coaguchek demo meter #1 and the result was 5.0 inr. The patient tested using a different finger on coaguchek demo meter #2 (serial number (B)(4)) and the result was 5.6 inr. On (B)(6) 2020 the result from the patient's meter was 4.4 inr. The result from coaguchek demo meter #3 (serial number (B)(4)) was 4.1 inr. The result from coaguchek demo meter #2 was 4.7 inr. The result from the laboratory was 3.0 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The same strip lot was used for all the meter tests.